Event description:
It was reported the device was removed due to pocket infection. No further patient complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) device was analyzed and no anomalies were found.